Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed an unknown error code/message. There was no patient involvement.

Event description:
It was reported that the device displayed an unknown error code/message. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was not confirmed. The device passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/01/2016 to the present date 10/6/2020 and confirmed that this device was previously returned for servicing. There were no production failures which correlate to the customer reported issue.